Event description:
It was reported that the right atrial lead was oversensing and right ventricular lead had noise/oversensing. The device atrial and v entricular sensitivities were reprogrammed, and the leads remain in use. The patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5534, implantable pacing lead 1996-(B)(6); addrs1 implantable pulse generator 2009-(B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.